Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to damage charged coupled device unit, the image had roughness in afi mode, and due to damage on scope connector, the image was not displayed. This issue is likely traced to the cause component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the colonovideoscope exhibited that the image was not displayed and the image had roughness in afi mode. There was no patient involvement.